Event description:
Customer facility reported that patient was originally implanted with a tibial nail and three screws to treat a tibial fracture on (B)(6) 2013. It was reported the screw was not statically locked to allow for movement and to allow the fracture to collapse. This ultimately caused the tibial nail to move and prevented the patient from being able to straighten her leg. Revision surgery was performed on (B)(6) 2013 and the tibial nail was re-implanted, the three original screws were explanted and replaced with three distal locking screws. The surgery was successfully completed. This report is for a 9mm ti cann tibial nail-ex w/prox bend 330mm-sterile. This is 1 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.